Event description:
It was reported that after five seconds the device flex tube slipped off the elbow, which was attached to a mask during induction or to the et tube during anesthesia. There was no pt sequelae reported. The elbow used was a reusable elbow connector supplied by another MFR.